Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an e224 camera head communication error which was due to damaged printed circuit board. The front panel was cracked. The top cover was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit had no image upon switching it on. The issue was found during preparation for use. It was reported that there was no patient involvement.